Manufacturer narrative:
Failure analysis on the returned blower shows that the customer complaint was verified. The root cause is failure of blower assembly due to shaft seizure.

Event description:
The customer reported that the unit has blower temperature high alarm (diagnostic code 1122) consecutively occurred during use on the patient. There was no patient harm reported. The unit was swapped out with no delay in therapy and no medical intervention was required. The customer contacted product support and reported that they cleaned the filter, but the alarm did not cease. They replaced the unit with their backup v60. They performed a test run in a medical engineer (me) room of the hospital and the alarm was duplicated. Therefore, they reported the event to philips. Our sales representative visited the hospital to retrieve the unit. The service center confirmed occurrence of "check vent: blower temperature high (diagnostic code: 1122) and its occurrence in the event log so the blower was replaced. It was reported that the phenomenon was improved. Software version was checked ((B)(4)). The unit was checked overall, cleaned, run-in and functionally tested. No further anomaly was reported.

Manufacturer narrative:
(B)(6).